Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock in primary vector while the patient was sitting at the office desk. The patient had the smartpass deactivated from 2023 following a signal morphological change, which led to an overall r-wave amplitude reduction. Automatic set-up was performed during in-office follow up and the secondary vector resulted the only eligible vector. As a result, the s-ICD was programmed to secondary vector and the smartpass was reactivated. The patient will continue to be monitored remotely. The s-ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock in primary vector while the patient was sitting at the office desk. The patient had the smartpass deactivated from 2023 following a signal morphological change, which led to an overall r-wave amplitude reduction. Automatic set-up was performed during in-office follow up and the secondary vector resulted the only eligible vector. As a result, the s-ICD was programmed to secondary vector and the smartpass was reactivated. The patient will continue to be monitored remotely. The s-ICD remains in service. No additional adverse patient effects were reported.